Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not able to be successfully implanted due to a dislodgement. The lead remains implanted ant the pacing was turn off as per physician discretion. A secondary procedure was performed to implant a new non-bsc lead, however this attempt was also unsuccessful. No adverse patient effects were reported.